Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log confirmed the customer reported issue. Visual and functional tests were performed, and fluid contamination was found at the downstream occlusion (dso) sensor and latch/lock area. The cause of the problem was contamination. The dso sensor and latch/lock were replaced to fix the issue.